Event description:
It was reported that a tandem mobi cartridge alarm occurred, with the issue happening on (B)(6) 2025. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support confirmed the cartridge alarm 34 and instructed the customer to put the pump into storage mode before returning it to tandem. A replacement pump was sent, and the customer will use a multiple daily injection regimen to ensure continuous insulin delivery.